Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an endocarditis infection. The right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.